Event description:
A health care professional reported that thirteen ophthalmic knives from different lots were blunt. The scheduled procedure was intraocular lens implantation. The procedure was completed the same day by using another knife. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.